Event description:
The generator and lead were received for analysis. Analysis is underway, but has not been completed to-date. A returned product form was received indicating the reason for replacement was lead discontinuity.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient age incorrectly.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned lead portion. The electrodes were not returned for analysis. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed during the visual analysis, and no discontinuities were identified. There is no evidence to suggest discontinuities in the returned portion of the device. Since the electrode array section was not returned for analysis, an evaluation could not be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initially, it was reported that the patient was scheduled for generator and possible lead replacement. It was later reported that high impedance had been observed in (B)(6) 2014 and that the device had been off and the family wants he device replaced now. The patient underwent generator and lead replacement. The explanted generator and lead have not been received for analysis to date.

Manufacturer narrative:
The date received by manufacturer field was inadvertently reported as (B)(4) 2015 in follow-up report #4.

Manufacturer narrative:
The implant date of the suspect device was determined from programming data during product analysis, but was inadvertently not updated in follow-up report #2.

Event description:
Analysis performed for the generator was completed. The reported end-of-service (eos) event was determined to be the result of normal battery depletion. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Clinic notes were later received providing the patient had a recurrence of seizure the same time that the vns was turned off and replaced.